Manufacturer narrative:
Hamilton medical ag reference number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: self test failed, tf: 4310001 no patient involvement.

Manufacturer narrative:
Investigation outcome: device alarmed for "tf431001 tfagd_blowerfault", "tf431002 tfagd_blowerdisconnected", "te232006 tabm_blowertemperaturesensordefect" and failed the self test at start-up. It also repeatedly failed "blower pressure test" and "blower flow test" in service software. The reported issue can be verified from attached device logs. There was no patient involvement. On reviewing the device logs it was noticed that this device had also alarmed for 'te231008 o2valveleak', 'wrong expiratory valve' and 'release valve defective'. It was stated that reconnecting the expiratory valve assembly resolved the issue related to the expiratory valve detection. However, no information on other errors were provided. In general, when a hamilton ventilator is powered on at the start of the day, users are required to perform a series of pre-use tests before it can be used on a patient. These tests are a standard safety protocol designed to verify that all critical components, including alarms, sensors, circuits, and valves, are functioning correctly. Their purpose is to ensure patient safety by identifying any potential malfunctions before ventilation begins, making them a mandatory step in the device¿s operation. If a ventilator fails to start up, it prevents the execution of these mandatory self-tests and, as a result, will not be cleared for patient use. This means that a startup failure does not pose an immediate risk to a patient, as the device would never be put into operation without passing the required checks. The failure is contained within the pre-use verification process, ensuring that no faulty device is used for patient care. This case is considered as closed.